Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 05/13/2026 to 05/15/2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient stated that from 05/13, the cgm readings had been erratic and jumpy, off by about 10¿15 mg/dl, but progressively worsening over time, and eventually ¿all over the place¿. No specific examples were reported from that day. On 05/15, the patient experienced symptoms of hypoglycemia, and was shaking. The patient took a fingerstick and the cgm reading was 130 mg/dl, and the blood glucose reading was 68 mg/dl. The patient self-treated with ¿emergency glucose¿, after which the symptoms resolved. The route of the ¿emergency glucose¿ could not be confirmed, and it was unknown if the patient was referring to a glucagon injection. After treatment the cgm readings continued to be inaccurate and erratic. The cgm device eventually displayed a ¿brief sensor issue¿, followed by a ¿sensor failed¿ within 15 minutes. No further treatment was reported and the patient did not visit the hospital. At the time of the report the patient was stable. No other details were documented, and attempts to obtain further information regarding the event were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 10-15 points. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.